Event description:
Health professional reported allegedly the lap-band device was explanted without replacement since the pt "did not achieve significant weight loss and developed some esophageal dysmotility." No diagnostic testing was conducted. Additional info has been requested from the physician but has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Additional info including the device serial number has been requested from the reporter but has not been received at this time. Esophageal motility and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of esophageal motility as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...esophageal motility." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."